Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 23.0 diopter model zct300 intraocular lens (iol) was explanted as patient wanted to be more near sighted. Reportedly, customer is not sure if they did the a-scan incorrectly or the lens power was not really a 23.0 as stated on the lens box. The 23.0 diopter zct300 was replaced with a model zct225 of a higher diopter (28.5) iol. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 07/07/2016. Device returned to manufacturer ¿ yes. Device evaluation: visual inspection with the unaided eye shows the return sample consisted of an empty daisy wheel. There was no lens inside the daisy wheel, therefore no further investigation is possible. Complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.